Event description:
The device tested out of specification during manufacturer's analysis. The device was returned without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event....

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary testing revealed no pacing output when device was programmed vvi 50 bpm bipolar mode. Further testing revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires. Analysis of the device memory dump data was inconclusive if there were wire bond lifts at the time of explant. The device lead impedance measured opens on 25 jun 2009. There is no data to determine the explant date unless further information becomes available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary testing revealed no pacing output when device was programmed vvi 50 bpm bipolar mode. Further testing revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires. Analysis of the device memory dump data was inconclusive if there were wire bond lifts at the time of explant. The device lead impedance measured opens on 25 jun 2009. There is no data to determine the explant date unless further information becomes available. (B)(4) ema wirebond - loose/detached

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) primary analysis found no anomalies. Preliminary testing upon receipt of the device revealed no pacing output device was programmed vvi 50 bpm bipolar mode. Further testing revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires. Analysis of the device memory dump data confirmed the lead impedance first measured opens on the explant date.

Event description:
The device tested out of specification during manufacturer's analysis. The device was returned without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.